Event description:
Patient began gagging in 2002 and a few days later, the patient experienced six drop attacks (seizures that they had not had for quite a while). The patient reportedly continues to have staring spells about 4-5 times per day. Neck x-ray did not reveal any discontinuities in the ncp system and confirmed proper lead electrode placement. Physician added zonegran (200mg b.i.d.) To patient's drug regimen and plans to see the patient again in six weeks for follow-up. Physician indicated that he does not know at this point what the cause of the patient's symptoms are. Recent device diagnostic testing was within normal limits, indicating that the ncp system was functioning properly. The patient's last parameter adjustment was in 2002 and there have been no changes in medication that could be contributing to the seizure increase. It was reported that the patient's overall health condition is not worsening at this time and that there were no enviromental stimuli that could have caused the increase in seizures.